Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in five pieces. Visual inspection of the lead found external insulation abrasions in the distal portion at multiple locations (3.5 cm to 4.1 cm, 8.5 cm to 8.8 cm, and 12.3 cm to 12.6) from the distal tip exposing the outer coil all consistent with friction to another device or feature of the heart.

Event description:
This is to report an event observed during analysis.